Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too low resulting in severe paravalvular leak (pvl). Subsequently, a second valve was implanted valve-in-valve and resolved the pvl. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. In this case, the paravalvular leak was most likely was due to suboptimal position, as the valve was implanted too low in the annulus. Inaccurate delivery/positioning difficulties are often influenced by patient anatomy and user technique. The detailed positioning of the valve is unknown. With the information available, a conclusive root cause of the clinical observation could not be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.